Manufacturer narrative:
The initial submission of this event was reported by the manufacturer under MFR. Report # 2916596-2018-01364. This report is being submitted as additional information. Approximate age of device- 63 days. Manufacturer's investigation conclusion: the pump remains in use supporting the patient. A direct correlation between the device and the reported event could not conclusively be established through this evaluation. Analysis of the submitted log file showed the pump remained above the low-speed limit and appeared to be functioning as intended. The hmii lvas instructions for use (IFU) lists hemolysis as an adverse event that may be associated with the use of the heartmate ii left ventricular assist system and provides information regarding the recommended anticoagulation therapy and inr range. This document explains that pump power is a direct measurement of motor voltage and current; therefore, changes in pump speed, flow, or physiological demand can affect pump power. This IFU also explains that pump performance is sensitive to changes in systemic vascular resistance and left ventricular filling. A full evaluation of the device could not be conducted as the device remains in use. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2018. It was reported that the patient was admitted overnight on (B)(6) 2018 with elevated lactate dehydrogenase (ldh) of 560 u/l. The patient was given fluids and then intergelin for treatment. No elevated watts were observed in the patients log file history since they were last seen in clinic. A computed tomography scan and an echocardiogram were taken; however, results are pending. It was reported that the patient's vad sounds smooth and the patient is non-pulsatile. The patient was stable and awaiting discharge once inr therapeutic. Log files were submitted for review. The manufacturer¿s technical service representative reviewed the log files dated between (B)(6) 2018 and (B)(6) 2018 and did not observed any data that would be suspect of pump thrombus. Overall the pump parameter trending is unremarkable. Additional information has been requested but not provided.